Manufacturer narrative:
Device evaluation of batteries have been completed. The reported problem (will not power on monitor) was not confirmed. Battery was able to charge and power on monitor. The root cause for the contamination was ingress of bedbugs. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to power on a monitor in error. The battery was able to power on monitor.

Manufacturer narrative:
Device evaluation of batteries have been completed. The reported problem (will not power on monitor) was not confirmed. Battery was able to charge and power on monitor. The root cause for the contamination was ingress of bedbugs. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids.

Event description:
Generating supplemental emdr due to battery being reported in error. The battery was fully functional and was able to power on a monitor.

Event description:
A us distributor reported that a battery was unable to power on a monitor

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (will not power on monitor) was confirmed due to the battery pca and cells being contaminated. The root cause for the contamination was ingress of bedbugs. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to bedbugs there was no adverse event that resulted from the damaged battery.

Event description:
Submitting third supplement to correct the information submitted in the initial report and the two subsequent supplemental reports. The correction is the initial and the two supplemental reports were submitted in error. There was no device malfunction.

Manufacturer narrative:
Submitting third supplement to correct the information submitted in the initial report and the two subsequent supplemental reports. The correction is the initial and the two supplemental reports were submitted in error. There was no device malfunction.